Manufacturer narrative:
Based on all available information the allegation of impedance anomalies was confirmed. The returned lead extension was x-rayed and engineers determined that multiple cables were fractured close to the weld in the lead extension connector. A labeling review did not reveal any anomalies as the instructions for use state that malfunction or brakeage of the lead extension, electrical anomalies, as well as motor problems are known risk associated with the use of deep brain stimulation. The fractures are likely due to mechanical stress from pulling of the lead extension body and the connector. Therefore, the cause is traced to component failure.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impedances that moved from contact to contact and became unusable. The physician attempted to program the patient, but they were unable to find adequate stimulation. The patient underwent a procedure, and tests were performed where it was noted that the lead extension was the cause of the impedances, per the physicians assessment. The lead extension was explanted and replaced. The patient did well postoperatively. Additional information was received that the patient developed worsening of walking, and a reappearance of freezing episodes associated with balance disorders three months post implantation. As a result, the patient was hospitalized. It was assessed that the high impedances stemmed from the left lead extension. Following the revision procedure, the patient's walking improved, and the freezing episodes regressed.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impedances that moved from contact to contact and became unusable. The physician attempted to program the patient, but they were unable to find adequate stimulation. The patient underwent a procedure, and tests were performed where it was noted that the lead extension was the cause of the impedances, per the physicians assessment. The lead extension was explanted and replaced. The patient did well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impedances that moved from contact to contact and became unusable. The physician attempted to program the patient, but they were unable to find adequate stimulation. The patient underwent a procedure, and tests were performed where it was noted that the lead extension was the cause of the impedances, per the physician's assessment. The lead extension was explanted and replaced. The patient did well postoperatively. Additional information was received that the patient developed worsening of walking, and a reappearance of freezing episodes associated with balance disorders three months post implantation. As a result, the patient was hospitalized. It was assessed that the high impedances stemmed from the left lead extension. Following the revision procedure, the patient's walking improved, and the freezing episodes regressed.

Manufacturer narrative:
Correction to the follow-up 2 MDR in block: h10. Based on all available information the allegation of impedance anomalies was confirmed. The returned lead extension was x-rayed and engineers determined that multiple cables were fractured close to the weld in the lead extension connector. Visual inspection revealed that the lead extension was cleanly cut, and the clean-cut damage is a result of typical explant procedure, not considered a failure. As a result of the condition of the returned lead extension, impedance testing was unable to be performed. A labeling review did not reveal any anomalies as the instructions for use state that malfunction or brakeage of the lead extension, electrical anomalies, as well as motor problems are known risk associated with the use of deep brain stimulation. The fractures are likely due to mechanical stress from pulling of the lead extension body and the connector. Therefore, the cause is traced to component failure.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced impedances that moved from contact to contact and became unusable. The physician attempted to program the patient, but they were unable to find adequate stimulation. The patient underwent a procedure, and tests were performed where it was noted that the lead extension was the cause of the impedances, per the physicians assessment. The lead extension was explanted and replaced. The patient did well postoperatively. Additional information was received that the patient developed worsening of walking, and a reappearance of freezing episodes associated with balance disorders three months post implantation. As a result, the patient was hospitalized. It was assessed that the high impedances stemmed from the left lead extension. Following the revision procedure, the patient's walking improved, and the freezing episodes regressed.